Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The reported issue of image loss was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was received.

Event description:
During the preparation before the examination and during the examination, although it did not occur every time, the image noise occurred like a sandstorm on the entire screen, and the endoscopic image was not visible. Many other scope communication errors also occurred. Sometimes the scope was able to detect it, and sometimes it wasn't. The exact number of cases is unknown, but there were about 7 cases per day at the facility, and it occurred multiple times even before contacting the person in charge of the facility for half a day. Associated patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image noise was not confirmed. Device evaluation could not reproduce the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source image noise occurred on the entire screen, and the endoscopic image could not be visually recognized. The procedure was completed by restarting the power supply, wiping off the contacts of the scope connection, and replacing the camera with another identical product. There were no reports of patient harm.